Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (wont power up) was isolated to a segmentation fault on the bga connection of ram chips u100 and u101. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor does not power up.